Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room one week post implant due to pacing inhibition. A perforation was revealed from this right ventricular (rv) lead and a procedure was performed to drain the patient's chest. A lead revision procedure was performed and efforts to reposition this lead were unsuccessful as the helix would not retract. Therefore, the lead was removed from service and replaced. No additional adverse patient effects were reported.